Event description:
It was reported that approximately 5 months post implant of a bifurcated device, a suprarenal aortic extension and a limb extension an endoleak was identified. Reportedly, a computed tomography scan revealed abnormal images. The physician thought he may have poked a hole in the with a wire in the device, but was not certain. The physician chose to bring back the patient and an angio was performed, and chose to reline the device with an additional bifurcated device, which corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Based upon the investigation findings, the reported event was confirmed based on the clinical assessment image review. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported type iiib endoleak could not definitely be determined although the severe calcification, observed in the clinical review, at the iliac arteries, is considered as a likely factor. Also the physician reported that he may have created a hole in the stent with a wire. Therefore, anatomy and case conditions appear to be the likely cause. There was no device issue identified in the investigation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.